Manufacturer narrative:
After further evaluation, the suspect medical device was changed from total bilirubin reagent kit, list number 06l45-21 to architect c16000 processing module, list number 03l77-01. MDR number 3016438761-2023-00235 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from total bilirubin reagent kit, list number 06l45-21 to architect c16000 processing module, list number 03l77-01. MDR number 3016438761-2023-00235 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 processing module for multiple samples. The following results were provided: (customer normal range 0.2-1.2 mg/dl). Pt (B)(6) came into ER on (B)(6) 2023 initial result = 4.5 mg/dl. Pt (B)(6) went home and the doctor called and questioned result. The doctor had the patient come back in today for redraw and results = 0.6 mg/dl,0.6 mg/dl. The customer then pulled sample from (B)(6) 2023 reran result= 0.8 mg/dl. The customer reported no incorrect treatment given or withheld based on initial result; however, extra hepatitis testing was added due to result. Customer then proceeded with rerunning other samples and found more discrepant results: additional results were provided: sid (B)(6) result= 3.2 mg/dl, repeat result =1.20 mg/dl. Sid (B)(6) result=2.8 mg/dl, repeat result=0.5 mg/dl. Sid (B)(6) result= 2.3 mg/dl, repeat result= 0.8 mg/dl. Sid (B)(6) result= 4.0 mg/dl, repeat result= 0.3 mg/dl. Sid (B)(6) result=4.0 mg/dl, repeat result= 0.6 mg/dl. Sid (B)(6) result=4.8 mg/dl, repeat result=0.60 mg/dl. Sid (B)(6) result=5.2 mg/dl, repeat result= 0.30 mg/dl. Sid (B)(6) result=4.0 mg/dl, repeat result=0.5 mg/dl. Sid (B)(6) result= 4.4 mg/dl, repeat result= 0.6 mg/dl. Sid (B)(6) result=1.5 mg/dl, repeat result= 0.4 mg/dl. Sid (B)(6) result=4.8 mg/dl, repeat result= 0.4 mg/dl. Sid (B)(6) result=2.5 mg/dl, repeat result= 0.4 mg/dl. Sid (B)(6) result=4.8 mg/dl, repeat result=0.5 mg/dl. Sid (B)(6) result=5.6 mg/dl, repeat result= 1.10 mg/d.l sid (B)(6) result=4.4 mg/dl, repeat result=0.7 mg/dl. Sid (B)(6) result=4.9 mg/dl, repeat result=0.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 processing module for multiple samples. The following results were provided: (customer normal range 0.2-1.2 mg/dl). Pt (B)(6) came into ER on (B)(6) 2023 initial result = 4.5 mg/dl. Pt (B)(6) went home and the doctor called and questioned result. The doctor had the patient come back in today for redraw and results = 0.6 mg/dl,0.6 mg/dl. The customer then pulled sample from (B)(6) 2023 reran result= 0.8 mg/dl. The customer reported no incorrect treatment given or withheld based on initial result; however, extra hepatitis testing was added due to result. Customer then proceeded with rerunning other samples and found more discrepant results: additional results were provided: sid (B)(6) result= 3.2 mg/dl, repeat result =1.20 mg/dl, sid (B)(6) result=2.8 mg/dl, repeat result=0.5 mg/dl, sid (B)(6) result= 2.3 mg/dl, repeat result= 0.8 mg/dl, sid (B)(6) result= 4.0 mg/dl, repeat result= 0.3 mg/dl, sid (B)(6) result=4.0 mg/dl, repeat result= 0.6 mg/dl, sid (B)(6) result=4.8 mg/dl, repeat result=0.60 mg/dl, sid (B)(6) result=5.2 mg/dl, repeat result= 0.30 mg/dl, sid (B)(6) result=4.0 mg/dl, repeat result=0.5 mg/dl, sid (B)(6) result= 4.4 mg/dl, repeat result= 0.6 mg/dl, sid (B)(6) result=1.5 mg/dl, repeat result= 0.4 mg/dl, sid (B)(6) result=4.8 mg/dl, repeat result= 0.4 mg/dl, sid (B)(6) result=2.5 mg/dl, repeat result= 0.4 mg/dl, sid (B)(6) result=4.8 mg/dl, repeat result=0.5 mg/dl, sid (B)(6) result=5.6 mg/dl, repeat result= 1.10 mg/dl, sid (B)(6) result=4.4 mg/dl, repeat result=0.7 mg/dl, sid (B)(6) result=4.9 mg/dl, repeat result=0.5 mg/dl no impact to patient management was reported.